Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system that there were stored episodes with non-physiologic noise, which resulted in oversensing leading to greater than 2 seconds of asystole. The noise was unable to be reproduced with isometrics or pocket manipulation and all lead diagnostics are determined to be normal. Boston scientific technical services (ts) advised that the noise is most likely parasitic coupling, which is normal operation and advised turing off atrial channel, since device is programmed to pace and sense in the ventricles only.

Event description:
Additional information indicates that this patient had already left the clinic; therefore has been scheduled to come back in in the near future to have the atrial channel programmed off. Additionally, the ventricular sensitivity was programmed to 0.8 millivolts per physician's orders. No associated patient symptoms.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.